Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have foreign objects in tubes and one tube is seen with scratches on the tube walls. No patient impact was provided. The following information was provided by the initial reporter: there are foreign objects in the blood collection tube, and the other one has scratches on the tube wall.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have foreign objects in tubes and one tube is seen with scratches on the tube walls. No patient impact was provided. The following information was provided by the initial reporter: there are foreign objects in the blood collection tube, and the other one has scratches on the tube wall.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure modes for foreign matter (fm) and a scratched tube was observed: in the customer received photos, scratches can be seen on the top of the tube and fm can be seen on top of the gel. Additionally, 30 retention samples from bd inventory were visually inspected; no fm or scratched tubes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm and scratched tubes based on the photos provided.